Manufacturer narrative:
Continuation of d11: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the caller was charging the patient¿s ins with excellent charge quality, and after 45 minutes, the charge level of the ins hadn¿t changed. The patient hit the white button at the top of the controller and the screen said ¿can¿t go any further, get a hold of whoever.¿ the caller reported that the patient had trouble charging the ins and stated that it would only charge up to 60%. It was reported that the controller screen was blank. The caller tried removing/replacing the lithium ion battery pack and the issue was not resolved. The patient put aa batteries in the controller, and the screen came on. There was a poor communication screen that was resolved by moving the controller closer to the patient. The caller reinserted the lithium ion battery pack and the screen did not come on, but when they plugged the controller into the wall, the screen came back on. The caller confirmed that both the controller and ins battery levels were low. No symptoms or complications were reported.